Manufacturer narrative:
The incorrect product identification was provided when the event was reported to biomet. This follow up is being submitted to correct the following sections based on the product identification subsequently provided by the initial reporter: (B)(4). Review of device history records show that lot released with no recorded anomaly or deviation. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2009 and that a subsequent revision procedure occurred on (B)(6), 2011 due to incorrect position of the acetabular cup. During the revision procedure, the surgeon had difficulty removing the taper adaptor from the femoral stem. The surgeon observed metallosis and irregularities in the body of the taper. The taper adaptor and modular head were removed and replaced; however, a delay greater than thirty minutes occurred as a result. Only the femoral stem was manufactured by biomet orthopedics.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." This report filed (B)(4), 2011.